Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A lawsuit later alleged the lead was "defective" and the patient received "unwanted shocks", in addition to "scarring" her heart, and having additional "unnecessary" surgeries. It further alleges the patient "suffered severe physical and emotional injuries".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed.